Manufacturer narrative:
A product development investigation was performed for the subject device (4.5mm ti cancellous polyaxial screw 30mm). The complaint is deemed confirmed as the threaded holding sleeve and driver assembly was returned stuck to the polyaxial head. The polyaxial head was detached from the screw and the bushing on the head had been pushed distally so that it was no longer seated properly. This suggests force was applied off axis in an attempt to seat the screw in the bone. The part drawing was reviewed. The products were returned with the holding sleeve and driver stuck to the polyaxial head of the screw. The bushing has been pushed distally on one side and is no longer seated in the proper position. The complaint description states ¿the surgeon chose to use force to seat the screw at which point the head of the screw popped off.¿ based on this description and the returned condition of the devices, it is likely the surgeon applied the force to seat the screw off axis, forcing the bushing toward one side and causing the polyaxial head to pop-off. This also could have caused the threaded holding sleeve to get stuck to the head. The cause for the screw not advancing in the bone could have been caused by not drilling to the correct depth, selecting too long of a screw or attempting to advance the screw outside of the pre-drilled hole. Additionally, dense bone may need to be tapped and the technique guide lists the appropriate instruments and steps for tapping. It is unlikely the design contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while the surgeon was implanting a synapse posterior cervical construct at the c1-t2 disk level while the surgeon was working at t2 at the left side, the synapse polyaxial screw head popped off from the shaft of the screw. The surgeon stated to the sales consultant that while using the screw driver the screw would not drive down any further into the patient¿s pedicel bone. The screw was not seated correctly. The 10/15mm shank portion of the screw was still exposed. At that point the surgeon chose to use force to seat the screw at which point the head of the screw popped off. The surgeon removed the broken screw and chose another synapse polyaxial screw and synapse screw driver from the set and completed the surgery. Due to this event an additional five minutes was added to operating room time. Surgery was completed successfully. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device broke during insertion; device was not implanted/explanted. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.